Event description:
The customer reported the system displayed an accessory error (leg extensions not in the correct position) and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in clearing the fault and restoring the system to operating as intended.